Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high and low blood glucose. The customer's blood glucose was 480 mg/dl at the time of incident. The customer's blood glucose was 142 mg/dl at the time of call. The customer stated that his blood glucose was going high and low. The customer stated that his blood glucose was 210 mg/dl before taking a correction that made it 47 mg/dl. The customer stated that the low blood glucose was treated with food. The customer stated that his blood glucose reached 492 mg/dl. The customer stated that the high blood glucose was treated with manual injections. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised to change entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.